Manufacturer narrative:
A supplemental MDR is being submitted to reference manufacturer number related to this complaint. This is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 201561-2023-13419.

Manufacturer narrative:
Update to d1 correction: (brand name) h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The sapien 3 ultra valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed calcification in the access site on the left side and tortuosity of the access site. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. The commander delivery system for s3/s3u3s3ur IFU, device preparation manual, and procedural training manual. The procedural training manual provides guidance and instruction on delivery system insertion. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default and if working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops, ensure wire is still in lv, ensure sheath tip is still past the aortic bifurcation (above the renal arteries), and advance thv through loader and sheath using short movements. For longer, peel away loader, retract and peel away (if needed) and keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. In addition, the procedural training manual provides guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such obstructive calcification, severe tortuosity, or vessel diameter less than the minimum recommended should be carefully assessed prior to the procedure. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed due to unavailability of relevant imagery/ device return. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'a 2nd esheath and delivery system/valve were inserted. During insertion of the system, resistance was encountered (push force) advancing the delivery system/valve through the esheath. Upon review of imaging, the loader cap was not all the way loaded onto the esheath, it appeared shallow. The valve was pushed out of the loader and continued to advance the valve. The valve exited the esheath and it was noted by imaging that that there were 2 distal struts bent 130 degrees in the ascending aorta'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. Additionally, per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. If the loader was not inserted through the sheath properly, the crimped valve can be exposed and interact with the hemostasis valves within the sheath hub resulting in bent struts as reported. In this case, available information suggests that patient factors (calcification, tortuosity) and/or user error (incomplete loader advancement) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. Device is not available to be returned.

Event description:
As reported by the edwards field clinical specialist, during implant of a sapien 3 ultra valve in an edwards magna surgical aortic valve via transfemoral on the left side an esheath+ and 26mm commander delivery system and 26mm sapien 3 ultra valve were inserted. During insertion of the system, resistance was encountered (push force) advancing the delivery system/valve through the esheath. Upon review of imaging, the loader cap was not all the way loaded onto the esheath, it appeared shallow. The valve was pushed out of the loader and continued to advance the valve. The valve exited the esheath and it was noted by imaging that that there were 2 distal struts bent 130 degrees in the ascending aorta. The valve was deployed. The patient became hemodynamically unstable. A vascular injury was seen in the left iliac and a stent was placed. In the distal abdominal aorta leaking was noted and an endograft was inserted. The devices will not be returned. The patient is stable. Per report, the perceived cause for the difficulty with the esheath and delivery system was the loader not completely inserted all the way into the sheath. In addition, the bent strut may have contributed to the iliac and the abdominal aorta injury.